Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 about 1 pm due to a high blood glucose and diabetic ketoacidosis and blank display and blood glucose level of 1000 mg/dl. The customer treated for high blood glucose was insulin drip, hydrated. The insulin pump was replaced or returned for analysis.